Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple unexplained power events. The battery cap appeared to be intact and was found to be within specifications. The battery compartment was found to have stripped threads. The battery cap was unable to secure to the pump due to the stripped threads resulting in power loss. The a test cap was secured to the pump. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and there were no signs of moisture or corrosion inside the pump and no defects were found with the power circuit. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Date of event: not provided.

Event description:
On (B)(6) 2012, the reporter, the patient's mother contacted animas to report that on an unspecified date, the pump had lost power. Afterwards, the patient obtained the blood glucose level of 501 mg/dl and tested positive for trace amounts of ketones. The patient's mother provided treatment of 7 units novolog insulin via a syringe injection. Troubleshooting revealed the battery compartment threads were damaged and the patient was unable to secure the battery cap tightly. There was no corrosion seen in the battery compartment. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump power issue occurred, and received treatment with insulin via injection. Therefore this complaint is being reported.